Manufacturer narrative:
A spacelabs field service engineer was dispatched to the site for further investigation. Findings show a displayed ¿replace ventilation¿ message. The fse replaced the ventilator assembly, the device passed all tests and was placed into service. As the problem was discovered prior to use and a warning message displayed, use of the device is prevented until the issue is resolved. The investigation findings showed no risk of serious harm and no serious risk should the event recur, however spacelabs is filing reports of similar issues as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017, clinical staff discovered a triangle error message displayed on the arkon. The staff rebooted the device to resolve the issue. The unit was not in patient use when the issue was discovered. No injury was reported.